Manufacturer narrative:
Selected "death" in this section as we noticed it was missed to be changed in the follow up 1 report.

Event description:
The manufacturer was notified on (B)(6) 2016 that mitroflow valve was explanted from a patient on (B)(6) 2016. No further information provided.

Manufacturer narrative:
Corrected the value from "required intervention to prevent permanent impairment/damge" to " death." Manufacturer narrative: due to incomplete information received from the field initially, patient's outcome was not indicated. After the request of follow up information, patient's outcome was reported on (B)(6) 2016. Patient died during the re-operation.

Manufacturer narrative:
Additional information: model/lot #.